Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller and lcd glass. Unable to perform the functional testing, including the self-test, rewind, seating, basic occlusion, occlusion, force sensor, displacement or download pump due to the display anomaly. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the display window, case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage and hospitalized high readings. The customer's blood glucose reading was 20 mmol/l. The customer stated that his pump was cracked along the screen due to vehicle accident. The insulin pump was returned for analysis.